Event description:
Related manufacturer reference number: 2017865-2022-48638.it was reported that the patient presented remotely via merlin.net. Transmissions showed that the pacemaker and right atrial lead exhibited sensing intermittently and intermittent capture. No intervention was performed.